Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an e315 error code (incompatible scope). Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e315 error code (incompatible scope). There was no patient involvement.